Event description:
Pt was admitted to the hosp on 12/10/96 awaiting a lung transplant. On 12/24/96, the physician prescribed the drug flolan. It was administered via cadd-I infusion pump and it's provided starter kit. On 12/25/96 the drug cassette in pump was replaced. Approx ten minutes later pump alarm sounded. Pump was restarted. Approx twenty minutes later the physician was called to the room when the pt's blood pressure was observed to be dropping. Pt arrested. Pt subsequently expired.